Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation micro oval polypectomy snare was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure the snare began to spark when the physician applied cautery. Additionally, the complainant noted the presence of excess fluid in the colon. The procedure was completed with the same endostat generator and another sensation micro oval polypectomy snare. The account further revealed that the patient was not burned due to the sparking and that the wire remained intact. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.